Manufacturer narrative:
The remote service engineer (rse) requested the event log from the customer and the customer provided the event log. Per review of the event log, error codes related to a 35v failure were noted. The rse then advised the customer onsite service should be provided and a replacement of the motor control (mc) printed circuit board assembly (pcba) should be attempted to resolve the issue. A philips authorized service provider (asp) went to the customer's site and replaced the mc pcba. It was confirmed that the reported issue was resolved when the pm pcba was replaced. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that there was a 3.3 volt (v) supply failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to replace the blower to resolve the issue. The customer followed up with the rse and informed them that replacing the blower did not resolve the issue. The rse then advised the customer onsite service should be provided and a replacement of the power management (pm) printed circuit board assembly (pcba) should be attempted to resolve the issue. The investigation is ongoing.